Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s prior pump alerted for low glucose on two consecutive nights, and the patient treated each event with oral carbohydrates; one episode followed a bedtime snack and the other did not, and education on sleep-related metabolism and contacting a physician was provided. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included medication required in the form of oral glucose. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no findings due to insufficient information, and no specific device component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.